Event description:
It was reported that on (B)(6) 2022, a 36mm amplatzer septal occluder was chosen for implant using an amplatzer torqvue delivery system. Upon release from the delivery cable inside the patient, the device took on a cobra deformation. It was removed from the patient and replaced with another 36mm amplatzer septal occluder. The procedure was completed without further incident. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.